Manufacturer narrative:
(B)(4). Results - wedge band bypass. Eval summary: the analysis results showed that two instruments (a-b) were returned. Instrument a was returned conforming and fully functional and loaded with a reload cartridge loaded. The returned cartridge was noted to be fully fired and in good visual condition. When tested for functionality with a test cartridge, the cut line was noted to be complete. Instrument b was returned fully functional and with a reload cartridge not properly loaded. The returned cartridge was noted to have a wedge band bypass. The left side was noted to be 3/4 partially fired and the right side was noted to be unfired. It appears as if the reload cartridge was not properly loaded. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged. As the instructions for use state: "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place." In addition, "ensure that the instrument jaws are aligned and tissue is positioned properly. Any "bunching" of tissue along the reload may result in an incomplete staple line." When tested for functionality with a test cartridge, the staple line was noted to be complete.

Event description:
It was reported that when the device was used during a gastric bypass procedure, both staplers were fired across the stomach and did not cut. There was no reported pt consequence.